Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the pump was returned to the manufacturer. Analysis of the pump on (B)(6)2017 revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
: Device code (B)(4) no longer applies to the pump, and device code (B)(4) no longer applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-22. It was clarified that there was no device issue regarding the connector/catheter performance having been in question. It was reported that the doctor was concerned that "the connection to the pump was intact" so he decided to replace it. The connector concern was observed intra-operatively. No patient symptoms were reported related to the connector/catheter performance. It was unknown if any troubleshooting/diagnostics were performed. The cause of the catheter/connector problem was undetermined; it was stated that the doctor was just taking precautions. It was stated that the catheter would not be returned. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutic who reported that the patient had a post-op (post-operative) appointment on (B)(6) 2017. The patient was supposed to follow up with her neurologist for all labs, programming, and pump settings. It was the understanding that the patient moved out of state and the clinic had not seen the patient since (B)(6) 2017 and the physician had not seen the patient since (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient who reported that her medical history included having pain as a result of being shot in the spine prior to her pump implant. The doctors thought it was a clean break however her vertebrae were fractured. The patient had been in constant pain since the incident. Per the patient, her pump dose was set at 900 and about every two months she experienced stiffness and the pump would start to beep. It began before christmas. She had frequent refills. The patient was told there was an internal issue with the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Device code (B)(4) has been applied to the catheter. Conclusion code (B)(4) no longer applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-20. It was indicated that the pump was used to deliver intrathecal lioresal at an unknown concentration and dose. The device was used in the patient and was intended for treatment. It was reported that the device battery and the catheter performance were in question. It was stated that there was early battery depletion. It was indicated that the reason for removal of the pump was prophylactic replacement to avoid in-vivo battery depletion. The reason for catheter removal was that the connector was in question. There was no patient death related to the event. It was indicated that there was no patient injury and that the patient recovered without sequela. There were no dye or rotor studies performed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen [2000 mcg/ml] with an unknown dose. It was reported the device performance was in question. There was premature battery depletion. The pump was alarming. The pump was replaced on 2017-jun-16. The catheter was partially explanted and replaced that same date. No patient symptoms were reported. There were no environmental/external/patient factors that might have led or contributed to the issue. There were no diagnostics/troubleshooting performed. There were no additional actions/interventions that took place. The issue was resolved at the time of the report. The representative could not report and ship the product back until the hospital gave clearance to release the product. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.